Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station mini drawers 2.3 and 2.4 were failed. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 2.3 and 2.4 was failed. A field service engineer (fse) confirmed the issue had already been resolved by a third-party contractor. Performed visual inspection of the board and connections with no abnormalities found. Verified drawer function in hta with no failures, and storage space was already recovered in the med application. All relevant hta tests passed successfully. The system functioned as intended after the field service engineer investigated the device.